Event description:
The customer reported that the system's beam was exceeding the visible image. This event occurred outside a procedure and no pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system's beam was realigned within specs and normal magnitude ranges. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.